Event description:
Additional information was received that x- ray imaging was performed but no anomalies were noted. The device was reprogrammed to resolve this event.

Event description:
During device replacement, following connection of the new device, increased capture threshold which resulted in loss of capture was observed on the right ventricular (rv) lead. Procedural damage was suspected. No intervention has been performed. The patient was stable.